Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detected on the bus. The customer stated that the malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. The field service engineer found that auxiliary drawer 2.6 was not detected on the bus. Errors were verified on screen, and the pyxibus controller lights were found to be off. The pyxibus controller and drawer controller were replaced. The drawer positions were reassigned, and the system was restarted with no errors. The drawer was detected on the bus, with all rows and cubies recognized. Drawers opened and closed without issues. The customer tested the drawer and confirmed there were no problems. The system functioned as intended after the field service engineer repaired the device.